Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that the teflon pad on the grasping section of the device became melted at the beginning of a diagnostic laparoscopic and partial gastrectomy procedure. There was no bleeding reported and it was noted that there was a short delay while the device was being replaced. The physician observed a u508 error code while using the second device but continued using the device and completed the procedure. There was no patient injury reported. Olympus followed up the user facility to obtain additional information and was informed that the staff performed a probe check on the device prior to the procedure and no abnormalities were found.